Event description:
Pt was seen by md for multiple ICD shocks while placing a flag. Stored electrograms showed artifact on the lead that was counted as fast ventricular sensing, (pectoral muscle noise vs. Lead problems). Disc sent to medtronic for advice. The lead was removed due to failure of the pace sensing shocking electrode, (oversensing with thresholds).